Event description:
It was reported that the patient had experienced some light headedness. It was also reported that there was "ventricular oversensing of noise causing pauses". The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.